Manufacturer narrative:
(B)(4). Date of birth - exact date of birth is unknown, however patient was born in (B)(6). Catalog number - is unknown exactly which screw backed out. Concomitant medical devices: item# 816140034; lot# unknown; item# 816140042; lot# unknown; item# 816140042; lot# unknown; item# 816140040; lot# unknown; item# 816140040; lot# unknown; item# 110018054; lot# unknown; item# 110018056; lot# unknown; item# 816135024; lot# unknown; item# 816135024; lot# unknown; item# 816135024; lot# unknown; item# 110017724; lot# unknown; item# 110030101; lot# rm901p. Foreign - event occurred in (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent an initial implantation approximately thirteen (13) weeks ago. During the patient's six (6) week follow up appointment, it was discovered through x-rays that one of the screws had backed out. The patient is not experiencing any symptoms and there is no plan to revise. Attempts have been made and no further information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; g3; g6; h1; h2; h3; h6 no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: no periprosthetic lucencies are seen to confirm loosening, although there could be loosening suggested vibe backing out of a single screw, described on the review assessment form. No malalignment or other contributing factors. No periprosthetic lucencies are seen to confirm loosening, although there could be loosening suggested vibe backing out of a single screw, described on the review assessment form. No malalignment or other contributing factors. Lot identification is necessary for review of device history records, lot identification was not provided. A definitive root cause cannot be determined. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.